Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 16dec2020.

Event description:
The clinical engineer reported a v60 ventilator was checked post-use and the pressure sensitive sponge near the stand-by tub reacted poorly. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
G4:23apr2021 b4:(B)(6) 2021. H11:b5: the clinical engineer reported a v60 ventilator was identified to have a defective touchscreen during a post use check. H10: the device was evaluated by a philips field service engineer who confirmed the reported problem. The fse replaced the touchscreen. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. The customer returned touchscreen user interface assembly revealed no anomalies. A failure investigation (fi) technician installed the touchscreen into a fi ventilator to duplicate the reported issue of touchscreen failed. The fi technician identified the touchscreen failure was caused by the manufacturing process leaving dead spots on the screen submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.